Event description:
The patient reported that they had a poor communication screen on their patient programmer and the recharger would not communicate with the implantable neurostimulator (ins). The patient last felt stimulation on (B)(6) 2016 and the last successful recharging session was about 1 week prior to the report. The patient was implanted for failed back surgery syndrome and spinal pain.

Event description:
Additional information was received from a manufacturer representative indicating that the patient had an overdischarge. The contact stated that the patient is having trouble charging and communicating with their stimulator and has had an overdischarge before. A power-reset mode was started and a reposition antenna screen was seen. No communication could be established and the last successful recharger of (B)(6) 2016. An antenna locate was done and a range of 68-84 was obtained. Another power-reset mode was tried, the recharger flipped to normal charging, and a power-on reset (por) was seen. No patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.